Event description:
It was reported that during a pulmonary vein insolation procedure a farawave catheter was selected for use. However, once the ablation was completed the physician realized that the catheter was no longer irrigating, and it was unable to go to a small basket position. Despite the situation the procedure was already completed without patient complications. Blood was observed in the catheter. The device is not expected to return for laboratory analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.